Event description:
It was reported that a pump was programmed to deliver 212 ml of calcium gluconate 1 gram and magnesium sulfate 1 gram in d5w at a rate of 283ml/hr. The customer stated that when the pump alarmed for infusion complete, the medication container was observed to be half full. The customer stated that the pump was replaced and the infusion was completed as programmed.

Manufacturer narrative:
(B)(4). Baxter evaluated the device in question and a flow rate test was performed per the spectrum preventative maintenance procedure and the device was found to deliver within specification. The device also passed add¿l flow rate tests, including a test programmed at the reported event parameters. Review of the history log supports the reported event parameters; however no malfunction could be identified.